Event description:
It was reported that the compressor motor did not work. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the compressor motor was not working. Our field service engineer investigated the compressor on site. The motor capacitor was replaced due to it being defective. After replacement, the device was handed over in working condition. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. No parts were returned for investigation, therefore the root cause for the reported problem could not be established.